Event description:
Pt presented for routine f/u and was found to have a low bg of 35 mg/dl; repeat check was 36 mg/dl. Upon looking at her vgo device, it appeared to have much less insulin in the device than what would have been expected. Pt reported changing the device at approx 10:30 pm on (B)(6) 2020, and reported she had only given 1 click (2 units) since that time for breakfast which consisted of 1 banana and a piece of toast. She reported her bg was 141 mg/dl at approx 7 am this morning. When she arrived at the diabetes management center, her blood glucose with her meter read 45 mg/dl at 8:53 am. Her device should have delivered no more than 11 units over the period of time she was wearing the device but the device chamber was over 1/2 empty - indicating upwards of 20 units had been delivered. FDA safety report ID# (B)(4).